Event description:
The device system was removed due to infection. There was reported to be no pt injury. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.